Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and balloon. At 5mm proximal to the rapid port exchange, the shaft was kinked. The balloon was loosely folded. For a length of 15mm, the balloon and guidewire lumen were buckled. The tip of the device was prolapsed and damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.